Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the shoulder straps from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient applied cortisone to the skin irritation, additionally, the physician prescribed benadryl for the skin irritation. Follow up indicated that the itchiness improved with the use of benadryl.